Event description:
It was reported that a malfunction alarm occurred, with malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for a replacement pump to be sent, instructed the customer on how to put the old pump into storage mode, and provided return instructions. The customer opted for mdi as a backup therapy to ensure continuous insulin delivery and acknowledged all instructions provided by technical support.